Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735818, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. The I/o panel was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. As reported, the hdmi connector port had been damage. The connector shell had been broken off and was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the manufacturer representative was on site they noticed that the hdmi port was damaged. No patient was present at the time of the event. Additional information was received stating that the port was still usable.